Event description:
On 8/2, after a pt exam was completed, a technologist was operating the CT and a collision occurred between the foot extension on the cradle and the gantry when the technologist tried to lower the cradle while the gantry was tilted at 22 degrees. The shear force of the collision sheared off the 3/8" steel dowel pins which held the foot extension in place and substantially damaged the cradle itself. Hosp was told to avoid such a collision, the technologist should simply return the gantry to zero degrees before lowering the cradle. This response was unacceptable. A special rewrite software program is necessary.